Event description:
The pt was unable to turn the implantable neurostimulator on sometimes. The pt programmer was replaced and the problem persisted. The implantable neurostimulator worked fine in the clinic with the manufacturer's rep. The stimulator also required daily recharge, an increase in recharge frequency. There was no known incident or accident related to the complaint. Palpation at the lead-extension connection caused stimulation changes. The change was not very pronounced and could be due to lead movement during palpation. Impedance measurements were normal. Movement didn't cause stimulation changes. The hcp stated that previously, during replacement of implantable pulse generator, he noticed that the leads were questionable and may need replacement, but did not replace them at that time. The hcp planned on replacing the leads. No further troubleshooting was needed per hcp. The pt's status was reported as 'fair'. Add'l info hs been requested, a follow-up report will be submitted if add'l info becomes available.